Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vessel perforation. A 330 cm rotawire¿ was selected for use. During the procedure, it was noted that the patient experienced vessel perforation. The procedure was not completed due to this event. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device was performed and revealed a kink on its distal section, approximately at 319cm from its proximal end and also presents another kink on its distal tip, considering the fact that the device was used and over manipulated during the procedure and the event, and based on characteristic conditions of other devices used on similar interventions is considered that this material is most likely result of the procedure and is not considered and external material but traces of the context on which the device was used. The device also presents its distal tip stretched. It was observed as well the presence of certain material on the spring tip of the device. Dimensional inspection of the overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the patient experienced vessel perforation. A 330cm rotawire¿ was selected for use. During the procedure, it was noted that the patient experienced vessel perforation. The procedure was not completed due to this event. No further patient complications were reported.